Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to component interference. The vendor has been notified and incoming inspection will be performed by ussc manufacturing.nananana4/16/1998 - supplemental report #1 submitted to FDA. Nanananananananana4/16/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to component interference. The vendor has been notified and incoming inspection will be performed by ussc manufacturing.

Event description:
The device was used during a lar procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.